Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of alarms on the power module was able to be confirmed. The power module (serial number: (B)(6)) was returned for analysis and was evaluated and tested. The power module was connected to power and no connection was being made between the power module and multiple 12v sla backup batteries. The battery clip was inspected, and corrosion was found on the contacts. The clip was replaced, and the power module was retested. The power module was connected to a mock loop and was able to support a pump with no alarms active. The power module was able to function as intended following the repairs. Additional information provided on 16oct2023 stated that the alarm occurred while the power module was in storage and was not in use with a patient. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the power module (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module alarmed while in a supply closet and continued to alarm after new batteries had been replaced twice.